Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited inappropriate noise reversion. No further action was taken at this time and the patient would be monitored.